Event description:
We recently had a problem with (3) 1.5 m2 ECMO membranes developing leaks. The leaks were discovered prior to patient use and the membranes were replaced without difficulty. The previous year we had similar problems and returned 10 leaking membranes to the manufacturer. We did file reports for most of these membranes. The manufacturer did identify a manufacturing problem. I would like to submit reports for three leaking membranes. Unfortunately I do not have the details on the the exact timing of when these leaks occurred or when they were discovered. They were all brought to my attention last week and my best guess is that they occurred several weeks ago. I have notified our rep, who will be in some time next week to pick up the defective membranes so they may be returned to medtronic for analysis. I have made copies of the membrane labels.